Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of (B)(4). Registration number: 3009092818 and exemption number: e2016011. This report is filed october 25, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2016. Additionally, it was reported that mac anaesthesia was used during the procedure. The implanted device remains.